Event description:
Litigation alleges unbearable pains, squeaking noise from prosthetic joint, powerlessness, discomfort, elevated metal ions in the blood and metallosis. The malfunction of the mom prosthesis resulted to higher friction with increased toxic ions. Doi: (B)(6) 2008, dor: (B)(6) 2010, right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no additional related incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no additional related incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Asr revision. Asr unknown; unknown hip. Reason for revision: claim letter alleges patient was revised due to high chromium and cobalt metal particles in the blood and metallosis. The patient is seeking compensation for all the damages suffered. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (unknown hip).